Event description:
The customer reported an 'overload fault'. This error will result in a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt pcb, filament driver pcb, generator driver pcb, and high voltage tank were evaluated and replaced. The system was tested and found to be working as intended and returned to service.